Event description:
A customer reported that when they used excel off brand reagent they received extremely high results when compared to a competitive method. Examples were the elite system was 300 mg/dl while the competitive method gave a result of 120 mg/dl. The difference between these reading could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. This complaint is considered closed for purposes of MDR.